Event description:
It was reported that on a motorcycle-tour in foreign country, the still standing patient suddenly buckled. He was sent to the hospital and afterwards revised on an emergency basis in another city. The sulox-head was broken.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be ammended when our investigation is complete.